Manufacturer narrative:
Product complaint # (B)(4). Date sent: 7/17/2020. Batch # u5c92j. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with one reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what vessel was device being fired on when issue occurred? Stapler was fired on renal artery with diameter 5-6mm. Was the vessel skeletonized or taken as part of the hilum? Vessel was fully skeletonized to facilitate fast reimplantation. Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? Entire length was within staple line as confirmed by two attending physicians. Was the vessel under tension during firing? No tension as it relates to atn after reimplantation. Please describe staple form. Staples post firing looked open - u shaped. Why are 2 devices being returned? Is it know which device was associated with event? 1 pve35a and 1 vasecr35 were sent back in the same box (the box for the pve35a) I was sent 2 shipper kits, one for each product code, but the reload was still in the stapler and I didn¿t feel comfortable separating them since the stapler was bloody. I made note of the contents on the paper included in the shipper kit indicating both codes were included, as well as the disconnected battery. What is the current patient status? Patient was discharged and appears ok on follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a living donor nephrectomy, there was an issue with the pvs stapler. Upon speaking with the surgeon, it was explained that on the third firing of the pve35a stapler with vasecr35 reload that the staple line ¿opened¿. It was noted that staples were left on the kidney (specimen side) but on the renal stump, there were unformed staples found. It was reported they had to convert from lap to open in order to address the staple line, in which they over sewed to achieve hemostasis. It was reported at this time that the patient was doing well and hoped to be released within a few days. The case was delayed by an unknown amount of time.